Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made which reportedly resolved the issue. The recipient decided to not pursue revision surgery due to the infection resolving. This is the final report.

Event description:
The recipient is reportedly experiencing chronic skin infections and device migration. The recipient underwent operative skin graft harvest and placement. Repositioning and flap surgery is scheduled.

Event description:
The recipient is reportedly experiencing chronic skin infections and device extrusion. The recipient underwent operative skin graft harvest and placement. Repositioning and flap surgery is scheduled.